Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays by depuy international confirms loosening of the tibial tray. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Etq complaints database searched on product lot wcr-24, lhd-59, wet-95, (B)(4), kqo-04 identified no previous complaints. The investigation can draw no conclusions with the information provided. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient has had knee pain for the last 3-4 years, and the components had subsided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.